Event description:
Reported due to pt death. The physician attempted to place a jostent coronary stent graft in a dissected coronary artery but he was unable to pass it through the previously deployed stent. The dissection reportedly occurred following the use of a taxus stent and upon dissection the pt rapidly deteriorated and cardiopulmonary resuscitation (CPR) was initiated. The attempt to place the jostent occurred during CPR. The jostent was not deployed due to "difficulty deploying" as well as the deteriorating condition of the pt. The thoracic surgeon came into the cardiac catheterization lab and "cracked" the pt's chest but the pt's heart had stopped beating and the pt was pronounced dead. The pt was not a surgical candidate under ordinary conditions. Although requested, no additional info was provided.